Event description:
It was reported that the patient was on the way to the emergency room because they were feeling a shocking sensation even though the implant was supposed to be off. There had been no power on resets or physician mode recharges prior to the onset of the event. The manufacturer representative was unsure where the patient was feeling the shocking. It was further reported that the patient attempted a physician mode reset (pmr) a few times at home with no resolution. There was no communication between the implantable neurostimulator (ins) and the recharger, patient programmer, or the clinician programmer. The implant depth was superficial and there was perhaps a little swelling from all of the telemetry attempts. There was not a lot of swelling, maybe just a little. Other than the possible swelling the device pocket looked completely normal and the telemetry should have been possible. The manufacturer representative was able to palpate the implant. The issues started on (B)(6) 2014 before the patient went to bed as they were attempting to recharge. The patient successfully recharged on (B)(6) 2014. The manufacturer representative got the patient¿s recharge statistics and it showed that the patient recharged on (B)(6) which ruled out over-discharge. The tni codes were captured with the patient programmer as: tni: 0 590 0 3 0 37 11 2b 0 tni: 1 590 0 3 0 37 11 2b 0 tni: 2 590 0 3 0 37 11 2b 0 tni: 3 590 0 3 0 2e 11 22 0 they then attempted ¿the clinician programmer on implant¿. The telemetry head gave a green and orange signal and then said ¿no response from device, reposition programmer¿. The title of the screen was ¿telemetry failure¿. Their options were to retry or cancel so the manufacturer representative retried and got the same error message. At the time of the report the patient was feeling stimulation like they had been feeling it in their normal paresthesia area. The patient had a cervical lead placement and typically felt tingling in their upper extremities around the back of their head, neck, shoulders, arms, and fingers. The patient was feeling that tingling at the time of the report. It was clarified that the night prior to the report the patient was not experiencing shocking but stimulation that was too strong when they lay down. At the time of the report the patient¿s stimulation level was ok but they were concerned about at night when they would need to go to bed. The patient was implanted with their device on (B)(6) and 10 days later their device was turned on. The patient had not been seen by a clinician programmer since then. Things were normal for the patient except at the battery site where, 4 nights prior to the report, it was very tender and the patient felt a burning sensation. The burning sensation lasted all day but then subsided. Another physician mode recharge was attempted but there was no resolution. They also tried an emergency off command with the ¿red¿ button on the clinician programmer but saw ¿no response¿ and the issue was unresolved. It was further reported that the loss of telemetry came on suddenly. It was further reported that the patient¿s managing physician was aware of the situation. The patient¿s device shut off on (B)(6). The manufacturer representative thought that the device shut off due to having run out of charge. The patient had no complications since they were seen on the saturday prior to the report other than having uncomfortable stimulation when laying down. The stimulation was uncomfortable because it felt too strong and the patient was unable to turn it down with their programmer. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (b)(3), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
Additional information received from the consumer reported that she had an implanted device that had malfunctioned. The device could not turn on or off or up or down and had to be replaced.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. The implantable neurostimulator (ins) was functionally okay. According to the trace report obtained from the ins, the last effective recharge session done while the device was implanted was on 4/1/2014. The device was recharged for 3 hours 45 minutes from 3.780v to 4.050v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The battery discharged to the lock mode on 4/7/2014. The ins was recharged during the check-in procedure in the returned product analysis (rpa) lab. The charge time was 8hrs 36 min; the ins charged from 3.175v to 4.050v with 100% coupling. (B)(4).

Manufacturer narrative:
.

Event description:
It was further reported that the manufacturer representative was unable to communicate with the battery. X-rays were performed on (B)(6) and no change to the lead or battery was determined. It was further reported that the patient was having replacement surgery on (B)(6). The device had not functioned since immediately after it was put in during post-op. The plan was to do an impedance check and disconnect and wipe off the extensions and lead where needed and run another impedance check. They were going to use a multi-lead trialing cable to check the impedances of the lead and extension. The device was going to be sent back. It was further reported that the replacement surgery was a success and the patient was receiving effective therapy. The impedance check was fine. It was further reported that the battery was still being evaluated at the hospital.

Manufacturer narrative:
.

Event description:
It was further reported that a manufacturer representative saw the patient on (B)(6) 2014 and programmed them. The patient was having no issues charging or operating the new battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.